Event description:
Additional information received reported that the patient was doing fine and was receiving effective therapy.

Event description:
It was reported that low impedances of 31 ohms was measured on electrode pair 0-1 during implant using a twist lock and external neurostimulator (ens). Impedances were measured before testing stimulation. The lead was not implanted and the issue with the lead was resolved by using a different lead. The patient had good test stimulation with the new lead. The manufacturing representative and healthcare professional (hcp) had concerns with lead issues, defective lot, or quality issues. The cause of the event was not determined and there were no lead fractures. The patient¿s implantable neurostimulator (ins) was scheduled to be implanted the following week.

Manufacturer narrative:
Concomitant medical products: product ID: 3387, lot# va0p59p, product type: lead. Product ID: neu_stylet_acc, serial# unknown, product type: accessory. (B)(4).